Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 137 mg/dl at the time of the incident. Customer declined troubleshooting. The device will be returned for analysis.